Event description:
Complainant alleged that while attempting treat a patient (age & gender unknown), the device failed self-test for defib and pacer functions. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's reports were observed during review of the device history logs. However, the device was put through extensive testing including full functional testing, defib cycling testing and ECG stress testing without duplicating the report. An internal inspection found a loose screw, however it could not be firmly established as root cause. The screw was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.